Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157860 - m2a magnum cup - 157470, x11-180314 - bi-metric femoral stem ¿ 155890, 139266 ¿ m2a taper insert ¿ 957540. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09487.

Event description:
It was reported patient underwent right hip revision approximately 12 years post implantation. During the surgery the metal head was found to be cold welded into place and was unable to be removed, despite over an hour of attempting to use specific tool for removing cold welded heads. Attempts have been made and additional information on the reported event is unavailable at this time.